Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not available.

Event description:
It was reported that the patient's right hip was revised. During a revision procedure 6 days prior, the patient went into cardiac arrest and a cemented stem with no cement was implanted as a spacer in order to get the patient out of the operating room and stabilized. The surgeon believes a cement restrictor pushed a clot into the patient's bloodstream). The cemented stem with no cement was revised to an exeter cemented stem with cement. Rep confirmed that no further information will be released by the hospital or surgeon.